Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 500 mg/dl. They treated with a manual injection. The customer also reported that the insulin pump¿s battery cap and battery compartment were damaged. They were chipped and had missing pieces. The declined troubleshooting for the high blood glucose. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken battery tube threads, missing end cap sticker and cracked reservoir tube lip.